Event description:
The clinical specialist (cs) reported that the programmer would not connect wirelessly with the patient's wireless device. The clinician first tried without the cs present and was getting intermittent connection; however, when the cs was present they tried again, but was unable to connect at all. A different programmer was brought in to use at the facility and the chronic programmer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported event, the wireless telemetry worked as required. Product ID 229047 analyzer; product ID 2067 radiofrequency head.